Event description:
It was reported that the insulin pump display screen is scratched. Blood glucose reading at the time was 96 mg/dl. Reporter stated the damage came from daily wear and tear. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.